Event description:
Note: this report pertains to one of two devices used during the same procedure. MFR report# 3005099803-2009-06088 addresses the other device. It was reported to boston scientific corp that two hydra jagwires were used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the v notch on the olympus ercp scope at the base of the elevator, stripped the coating off the jagwires. No fragment of the coating came off in the pt. The procedure was completed with a third hydra jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to the fine.

Manufacturer narrative:
The device has not been rec'd for analysis; therefore, the root cause of the reported issue could not be determined. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).